Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with an extension set with one-link needle-free lv connector. The reporter stated that if the syringe-to-hub attachment was not connected appropriately it would not allow solution to flow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.